Manufacturer narrative:
The biomedical engineer reports that four of the gf-210ra multi-gas units (used for measurement of anesthetic gas agents, oxygen, or co2) are giving "check water trap" messages. Upon replacement of water traps on all four devices, message clears for about 5 to 8 minutes then returns. The biomedical engineer replaced the water traps, checked the scavenger lines, and checked the sample lines for kinks. Biomedical engineer was asked to replace the sample line with a new nihon kohden sample line, replace the water trap, and test the unit. Once the customer switched to nihon kohden brand sample lines the problem went away. Multiple attempts have been made to the customer to obtain the serial numbers on all four units, however, customer has been unresponsive. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not being sent.

Event description:
The biomedical engineer reports that four of the gf-210ra multi-gas units (used for measurement of anesthetic gas agents, oxygen, or co2) are giving "check water trap" messages. Upon replacement of water traps on all four devices, message clears for about 5 to 8 minutes then returns. The biomedical engineer replaced the water traps, checked the scavenger lines, and checked the sample lines for kinks. Biomedical engineer was asked to replace the sample line with a new nihon kohden sample line, replace the water trap, and test the unit. Once the customer switched to nihon kohden brand sample lines the problem went away. Multiple attempts have been made to the customer to obtain the serial numbers on all four units, however, customer has been unresponsive.